Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the defibrillation threshold (dft) testing post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) was not successful. Ventricular fibrillation (vf) was induced and the s-ICD administered two shocks which did not convert the induced arrhythmia. Six additional external shocks were administered but they too could not convert the induced arrhythmia. Cardiopulmonary resuscitation was started and a final external shock was administered which converted the vf into normal sinus rhythm. The device was deactivated and later explanted. The patient will receive a transvenous implantable cardioverter defibrillator (ICD) instead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.